Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow-up, high capture thresholds were observed on the lv lead. Programming changes were made. Patient will be followed up in three months for echocardiography. Patient was asymptomatic.